Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3587a, lot# l49161, implanted: (B)(6) 1998, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient had a battery replacement in (B)(6) 2015. In recovery that day the patient was able to feeling stimulation but later in the day they lost the stimulation sensation. The following impedance measurements were provided by the manufacturer representative: -reference case: 0 - 7865ohms, 1 - 6749ohms, 2 - 4572ohms, and 3 - 6169ohms -reference electrode 0: 1 - 2489ohms, 2 - 4091ohms, and 3 - 6405ohms -reference electrode 1: 2 - 2472ohms and 3 - 4137ohms -reference electrode 2: 3 - 2244ohms the patient was programmed with electrodes 0-, 2+, 3+ at 10.5v and did not feel any stimulation. The group/therapy impedance with the settings previously mentioned was 2390ohms and 4.489ma. With programming 2- and 3+ using a simple bipole the group/therapy impedance was 2033ohms and 5.265ma. The manufacturer representative attempted to increase the amplitude with the active 2/3 pair and the patient was able to feel stimulation at 8.5v. They felt "medium" stimulation in their arms. Imaging was taken on (B)(6) 2015 and x-ray showed there was no visible fracture with the lead or extension. The patient was scheduled for an appointment in (B)(6) 2015 for follow-up to determine the next steps. No intervention was planned at the time of the report.